Event description:
It was reported an asymptomatic patient presented in clinic for a routine follow up when post-sensed t-wave over-sensing was observed. The patient received inappropriate low voltage therapies. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.